Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular (rv) lead was noted with lead noise causing oversensing inhibition. The physician put a holter monitor on the patient to view any correlation between the electrogram inhibition and the patient's intrinsic rhythm. On (B)(6) 2021, a 5 second pause was observed on the holter with multiple shorter episodes. The patient was brought into clinic on (B)(6) 2021 to determine underlying rhythm. The patient was noted to have advanced av block with 3rd degree block. Programming changes were made to turn off therapy. The lead was capped and replaced on (B)(6) 2021. The patient was stable.